Manufacturer narrative:
(B)(6). (B)(4). Date of original implant: (B)(6) 2014 (exact date is unknown). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient was revised on (B)(6) 2015, due to a broken right distal femur plate and a nonunion. Original implant date is (B)(6) 2014 (exact date is unknown). One (1) 4.5mm locking compression plate (lcp) condylar plate 8-hole right, one (1) 7.3mm locking screw, and twelve (12) 5mm locking screws were removed. Upon removing the devices, the plate and one of the 5mm locking screws were broken. The plate is broken at a combi screw hole. It is uncertain if a screw was in the screw hole or not. The head of the 5mm locking screw was broken off. All devices were removed successfully, no additional medical intervention was required; no fragments generated or left in patient. The surgeon implanted new hardware: 10-hole right variable angle (va) distal femur plate, five (5) 5mm variable angle (va) locking screws and four (4) 4.5 mm cortex screws. X-rays are available for review. The status of the patient postoperatively is unknown. There was no surgical delay reported. The procedure was completed successfully. This report is 1 of 2 for (B)(4).